Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that device requires software update. A technical support specialist, upgraded the software from version 4.8 to 4.12 and subsequently rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system cart displays a blue screen and remains unresponsive, even after several attempts to reboot. The customer stated that the malfunction caused a 30 minutes delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.